Event description:
Philips received a complaint on the v60 ventilator indicating that there was a tidal volume issue. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. Final investigation and disposition are pending.